Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 1.2mmx15mmx142cm emerge balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for a few seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition after the procedure.